Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, femur plate, left, 9 holes, 246 mm on (B)(6) 2017. Subsequently, patient experienced plate fracture on (B)(6) 2017 and underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: patient underwent initial surgery with ncb femur plate on (B)(6) 2017. Subsequently, patient experienced plate fracture on (B)(6) 2017 and underwent revision surgery on (B)(6) 2017. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. The missing information was requested but was not available. Devices analysis: visual examination: the broken plate and the sub-components were returned for investigation. The fracture is located through a screw hole. The broken plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the plate. There are also several scratches on the plate surface visible. The sub-components (13 screws and 10 locking caps) do not show relevant damages or deformations. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw : breakage of implant due to movement between implants leads to notching / fretting- not possible: no signs of notching / fretting. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device) : not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material : not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to wrong interpretation of in situ device position and/or dimension : possible, no x-rays provided - not available to check. Breakage of implant due to wrong interpretation of x-ray template for dimensions: possible, no x-rays provided - not available to check. Breakage of implant due to user perform inadequate force to the plate: possible, it is possible that the user did perform inadequate force to the plate. Breakage of implant due to user define incorrect placement of the spacers and plate: possible, it is unknown if spacers were used. Breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw: possible, no x-rays provided - not available to check. Breakage of the implant due to user perform improper handling of the plate during insertion: possible, it is possible that the user did improper handling during the plate insertion. Breakage of the implant due to user read/interprets wrong screw depth: possible, no x-rays provided - not available to check. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction: possible, no medical records received. Breakage of the implant due to patient do not follow the postoperative protocol: possible, no medical records received. It is possible that the patient did not follow the restrictions and it can be that the plate was over stressed. Conclusion summary: it was reported that the patient underwent initial surgery with ncb femur plate on (B)(6) 2017. Subsequently, patient experienced plate fracture on (B)(6) 2017 and underwent revision surgery on (B)(6) 2017. The plate was in vivo for 3 months. The broken plate, screws and locking caps were returned for investigation. Neither x-rays nor operative notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. No relevant deformations or damages found on the screws and locking caps. However, an exact root cause for the plate breakage after 3 months could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).